Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 4 cm in diameter abdominal aortic aneurysm. It was reported that the patient experienced lower back and abdominal pain approximately five days before presenting to the emergency room. A non-contrast CT was performed, due to renal function, and it was determined that the 16x28 endurant limb had pulled out of the left common iliac and was in the aneurysm sac causing a distal type I endoleak. The following day, the physician coiled the left hypogastric and extending the limb. The left common iliac had been ectatic at the time of the initial procedure, hence a 28mm limb was implanted. The physician believes the cause of the event was due to the left common iliac artery, that continued to dilate over time, causing the limb to migrate into the aneurysm sac. An intervention was performed and an occluder and an endurant aui was implanted along with a fem-fem bypass, resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).